Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex® bivona® tracheostomy tube had a cuff leak. The patient was scheduled for scoping for (B)(6) 2017. No patient injury was reported.